Manufacturer narrative:
One used infusion site was returned for evaluation. Examination of the site found that the site's soft plastic cannula had been severed; the cannula fragment was not returned with the rest of the site. Examination of the remaining portion of cannula on the infusion site found that the cannula had been slightly bent to one side. There were no abnormalities in the wall thickness of the cannula, nor were there any defects noted at the crown of the site. No evidence was found to suggest the event was caused from an intrinsic defect in the product. No root cause for the issue could be determined; no corrective actions are planned at this time.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care patient that during use of the device for infusion, the device cannula broke with 6mm of the device cannula remaining under the patient's skin. According to the distributor, the patient was transported to the hospital for surgical removal of the cannula fragment. No permanent adverse effects to patient were reported.